Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not seen exiting the tubing during the fill tubing step. During troubleshooting with tandem's technical support, the customer disconnected the infusion set from the cartridge tubing and reported that no insulin was exiting the cartridge tubing. Blood glucose was 279 mg/dl. A new cartridge was successfully loaded to address the event.